Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that patient had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer's nurse stated when he entered the sensor to the patient and when he plugged the transmitter has blinked. The customer's nurse removed the sensor she that lacks the electrode. The customer was advised that we will send replacement sensor.